Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing on the right ventricular (rv) lead. It was also reported that the rv lead had t-wave oversensing and low sensing value. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(4) 2012. There were four lead failure predictor high rate non-sustained episodes less than or equal to 217 milliseconds per average ventricular cycle on (B)(4) 2012. There was one ventricular fibrillation episode equal to 160 milliseconds per average ventricular cycle on (B)(4) 2011.